Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt's device was removed due to infection. It was stated the pt complained of pain and swelling at the implant site. (B)(6) was discovered. The device was explanted. The pt recovered without sequela.